Event description:
Patient reported that their insulin pump was experiencing "multiple charging issues". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.